Manufacturer narrative:
Additional information received indicated that this patient had a non-device related surgical procedure and shortly after the change in the lead measurements was observed. A revision procedure has not yet been scheduled.

Event description:
Boston scientific received information that an alert was received via remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. There was also a decrease in intrinsic sensing. The health care professional (hcp) was concerned that the rv lead had perforated and was planning to schedule a revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that a revision procedure was performed. It was reported that the rv lead also exhibited noise, oversensing and high pacing threshold measurements. Visual damage to the lead was suspected to be the result of subclavian crush. The lead was explanted and successfully replaced. The device remains in service with the new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion approximately 220 to 230 millimeters (mm) from the terminal pin. Resistance testing verified the lead was continuous. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported clinical observations were likely the result of the lead damage observed by the laboratory.